Event description:
The following events were noted through a periodic article review entitled "approach to coronary bifurcation lesions using the everolimus-eluting stent: comparison between a simple strategy and a complex strategy with t-stenting." A prospective, randomized, open study was performed in 69 patients from july 2009 to march 2011. The study involved implantation of the xience prime stents. Procedural issues: distal embolization in side branch (1), perforation contained in the side branch (1), subocclusive dissection (2), occluded side branch, recanalization impossible (1). Clinical follow-up results after 9 months: cardiac death (0), myocardial infarction (1), repeat revascularization of the target vessel (6), restenosis (7). The following events were documented distal embolization in side branch treated with balloon, perforation contained in the side branch, subocclusive dissection, occluded side branch, recanalization not possible, and subocclusive dissection.

Manufacturer narrative:
(B)(4). Date of event estimated based on date of publication. There were no reported product deficiencies. The reported patient effects of dissection, perforation, embolism, myocardial infarction, occlusion, and stenosis/restenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Article: approach to coronary bifurcation lesions using the everolimus-eluting stent: comparison between a simple strategy and a complex strategy with t-stenting.